Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she has changed the tubing 4 times but continued to receive no delivery alarms. The insulin pump did not deliver insulin after it was primed. Customer's blood glucose level was 450 mg/dl. The device was not returned.